Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to login to the stations.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the users were unable to login. A technical support specialist (tss) reported that remote access was established to the production server, and server credentials were obtained. The tss verified that all required services were running and performed restarts to ensure stability, then connected to the station and reviewed system logs where a server communication error and inability to reach the dispensing service were identified. The tss restarted data synchronization for all stations, after which communication was restored and the issue was resolved, and approval was obtained to proceed with case closure while keeping the system under observation. The system functioned as intended after the technical support specialist troubleshot the issue.